Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a low battery alarm and bolus stopped. The customer's blood glucose was 467 mg/dl at the time of incident. The customer stated that the alarm was able to be cleared. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the battery cap was not loose. The insulin pump will not be returned for analysis.